Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00081.

Manufacturer narrative:
Results: complaint confirmed for invalid impedance. Inspection of the ete cables revealed cracks on the rj45 connector of the extension cable. When the cables were functionally tested with the returned cable, 4 electrical opens were observed. The opens were isolated to the connector housing of the extension cable. Opening the connector housing revealed two slightly bent pins. When the housing was put back together and the system was functionally tested, no electrical opens were observed. This behavior is consistent with the pins of the connector not being fully seated causing the invalid impedance observed in the field. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.